Event description:
The manufacturer received information alleging the cable part of a power cord on a philip's CPAP device was exposed so it needed to be replaced. The user was sent a replacement power cord. The power cord was returned for investigation, but the evaluation is not yet complete. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the cable part of a power cord on a philip's CPAP device was exposed so it needed to be replaced. The user was sent a replacement power cord. The device was returned to the manufacturer for investigation. Upon visual inspection of the ac cord, it was confirmed that the outer casing at the base of the connector had come off, exposing the internal white and black wires. However, there was no exposure of the core wire. When the unit was connected to a power source and the voltage on the connector side was measured with a multimeter, it was found to be 100 v. Even after twisting the cable, no disconnection was detected. The ac cord was then connected to the included ac adapter, and the output voltage at the adapter's connector position was measured. It was confirmed to be approximately 12.3 v (dc) on the inside of the connector, and 12.2 v (dc) on the central pin. The unit was connected to the dreamstation auto and operation was verified, confirming that it was functional. Based on the above investigation results, it is suspected that the outer casing of the ac cord was torn due to repeated external loads, such as pulling on the connector part, causing the internal white and black wires to be exposed. However, the exact cause could not be identified. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.